Event description:
It was reported that a patient implanted with a spinal cord stimulation (SCS) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block B3: Approximated event date based on the BSC aware date as we were not able to obtain the date the patient passed away.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-8336-50,Serial Number: (b)(6),Batch/Lot Number: 7089009,Model/Catalog Description: COVEREDGE 32 SURGICAL LEAD KIT 50 CM,Unique Identifier (UDI) #: (b)(4).